Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the insulin pump had alarmed low battery. When she went to change the battery she dropped the battery cap and lost it. Customer has been looking for it for three hours and hasn't found it. Customer's blood glucose at the time of the incident was 498 mg/dl, treated with manual injections. Customer stated she woke up with the tubing pulled out and declined troubleshooting for high blood glucose. Customer is not returning the device for further analysis.